Event description:
Covidien received a report that during a percutaneous tracheostomy the flange was noticed to have broken away from the tracheostomy tube leaving the flange secured to the pt with tracheostomy tape. A new tracheostomy tube was inserted with no injury to pt.

Manufacturer narrative:
(B)(4). No sample is expected to be returned; sample was discarded. Without the actual complaint sample a full investigation cannot be carried out therefore, we are unable to determine the cause for this specific event. Info has been added to the database for trending purposes.

Manufacturer narrative:
Non-conforming investigation was conducted for the shiley product ID 8dct. Based on complaint report and manufacturing controls, the following facts were determined: the manufacturing process was reviewed, and there was no potential risk. A visual inspection on the stations was performed at 100%, as all pieces are checked by different operators; printing flange; shrinking process; head bonding of outer cannula, and the inspection and cleaning of outer cannula. In addition, a quality inspector takes a sampling plan of c =0 with and aql of 4.0 at the end of the lot to check that the flange meet with all quality requirements. The guidelines and manufacturing controls are acceptable and all manufacturing controls were found effective to detect the reported failure mode. No analysis was performed on the actual sample, as it has not been received for evaluation to confirm the failure. The lot number was not provided, and without the lot number the device history record cannot be reviewed. (B)(4).